Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2007 due to erosion of sling into mid urethra.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with laparoscopy with lysis of adhesions, drainage of paratubal cysts and ovarian cysts and novasure endometrial ablation.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that patient underwent robotic-assisted gastric bypass with 100 cm retrocolic, antigastric roux limb with a hand-sewn anastomosis, partial gastrectomy and takedown of extensive adhesions and takedown of previous fundoplication on (B)(6) 2012, due to morbid obesity, other comorbidities, previous lap. Nissen fundoplication and extensive adhesions from previous open procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopy with laser standby, hysteroscopy, and dilation and curettage due to stress urinary incontinence. The patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2007 due to sling erosion. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent interceed dressing implanted in pelvis.

Manufacturer narrative:
It was reported that patient underwent lsh w/ bso due to pelvic pain, back pain, endometriosis, large left ovarian cyst and right paratubal cyst on (B)(6) 2007. (B)(4).